Event description:
Follow-up revealed the ipg pocket was revised on (B)(6) 2017. The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).

Event description:
It was reported the patient's ipg had migrated and was protruding the skin which was causing pain. The patient was taken to the operation room but it is unknown what was done. As a result, the patient will undergo surgical intervention.